Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was fluid invasion and the device would not power on. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The pump would not startup and had fluid ingression, contaminated parts were replaced during repair. The root cause was traced to customer. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.